Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that his wife hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2019 and blood glucose level was close to 400 mg/dl. Customer¿s blood glucose level was around 300 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting, abdominal pain because of high blood glucose. Customer treated with manual shot and insulin drip in the intensive care unit. Customer was unable to complete care link upload. Customer¿s husband also stated that the insulin pump had no delivery alarm and alarm did not occur during manual prime. The customer¿s husband does not have insulin pump to perform the further trouble shooting. The insulin pump will not be returned for analysis.